Event description:
New information notes that during subsequent follow-up, high impedance and high capture thresholds were observed. The lead was capped.

Event description:
Additional information received noted electrical anomaly was observed on the lead.

Event description:
It was reported that externalized conductors were observed via x-rays. The device has not been able to be interrogated due to the patient's abnormal blood work. The lead remains implanted. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.